Manufacturer narrative:
The photo- interrupter board (pia board) and cup nozzle assembly for sorter was returned to tosoh instrument service center for investigation. Functional testing determined the photo- interrupter board exhibited 2205 evacuate cup transfer action error due to component failure and the cup nozzle assembly for sorter determined decreased sensitivity due to component failure. These failures were the likely cause of the reported event. Functional testing confirmed reported event was due to failure of the photo- interrupter board (pia board) and cup nozzle assembly for sorter.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and did not reproduce the error. Fse suspected a faulty cup nozzle assembly for sorter and replaced it. While troubleshooting, fse noticed the tip drawer sensor (pia board) was broken and replaced it. Fse repaired and validated the analyzer by successfully performing temperature test, ran daily check, and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from 12dec2021 through aware date 12jan2023. There were two similar complaints identified during the search period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2205) sorter dropped cup . Cause: the cup hold sensor (pressure switch) failed to detect a cup after the cup release operation was performed on the cup - tip lane or the stc lane. Sorter operation is suspended. Solution: open the sorter¿s door and remove the dropped cup. Close the sorter¿s door to resume assay. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty cup nozzle assembly and sensor (pia board).

Event description:
A customer reported error message ¿2205 sorter dropped cup¿ occurring intermittently and all samples are affected on the aia-2000 analyzer. The customer observed reagent cups accumulation located to the left of the tip drawer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.